Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10262. It was reported the patient is not receiving effective stimulation. The patient stated x-rays indicate her leads have migrated. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.